Event description:
A dreamstation 2 advance auto CPAP device was returned to manufacturer's service center for investigation with complaint of burning smell in the machine during usage. The device was applied power and verified airflow. During the investigation, the manufacturer observed iso port had dust-like contamination and hairs/fibers in it, heater plate had dust-like contamination and hairs/fibers on it, inlet/outlet seal had white dust-like contamination and hairs/fibers on it, water tank had dust-like contamination in it, brown dust-like contamination on the rubber therapy button cover and on the center enclosure rim, pca (printed circuit assembly) had potential mineral deposits and corrosion and burn marks at r176, d21 and vled areas, indicating potential water/liquid ingress. Reference capas 3376332 and 1299367 for the pca water ingress, dust-like contamination on the blower motor and inside of it, blower had potential mineral deposit stains in it, indicating potential water ingress, white and black dust-like contamination and hairs/fibers at the air inlet of the blower box, black contamination, consistent with keratin, at the air outlet of the blower box, consistent with ER 2243857 v01, white, brown and black dust-like contamination and hairs/fibers in the blower box, blower box had potential mineral deposit stains, indicating potential water ingress, dust-like contamination and hairs/fibers in the bottom enclosure, heater plate had dust-like contamination and hairs/fibers on the bottom of it. Most likely the source of contamination was external to the device. Pil was not able to confirm the complaint. However, the odor that the customer smelled could have been due to the water ingress to the pca and the corrosion and burn marks that it caused. Pil was not able to address the patient's symptoms. The device was scrapped.